Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for analysis. During the visual inspection of the sample, the insertion end was measured and did not meet the requirement. In addition, the needle was not returned for evaluation. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? When did the needle pull off (while in the package / during dispensing / during preparation / during use)?

Event description:
It was reported that the patient underwent a sigmoidectomy procedure on (B)(4) 2018 and suture was used. It was reported that suture detached from the needle swage during passage through tissue. The procedure was completed with a like device. There were no patient consequences reported. No additional information is available.

Manufacturer narrative:
Pc-(B)(4).